Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint-handling database was performed and identified no other incidents reported for delivery catheter (dc) shaft bends and difficulty positioning the device. Potential causes for dc shaft bends resulting in difficulty positioning the device were considered, including manufacturing, patient morphology/pathology and user technique. Dc shaft bends leading to difficulty positioning the device can be a result of manufacturing anomalies, such as unwanted tension on the lock line or internal damage/defects. Dc shaft bends leading to difficulty positioning the cds may be influenced by patient morphology/pathology, such as vessel tortuosity, a rotated heart or difficulties with the transseptal puncture. Factors related to user technique which can influence dc shaft bends resulting in difficulty positioning include, but are not limited to, excessive curves applied to the device by the user, positioning the device with suboptimal visualization or not following the procedural steps outlined in the instructions for use (IFU). The investigation concluded that the difficulty positioning in the cds was likely due to the dc shaft bend during dc handle translation; however, a cause for the dc shaft bend could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during use with the clip delivery system, irregular movement of the device occurred which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the left atrium. While translating the delivery catheter (dc) handle forward, the dc shaft was bending approximately 15-20 degrees which created irregular movement when entering the left ventricle. The decision was made to remove the cds. A new cds was used to continue the procedure. One clip was implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.